Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the images on the display are corrupted. Customer indicated that the graphics are scrambled. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the display was slightly dim at all brightness levels, but the text and numbers are still readable. The lcd was replaced and the unit functioned as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over four (4) years with no related reported issues prior to this reported event.